Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1807301 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no hemostasis after using a 6f-7f mynxgrip vascular closure device (vcd). No patient injury was reported.

Manufacturer narrative:
As reported, there was no hemostasis after using a 6f-7f mynxgrip vascular closure device (vcd). No patient injury was reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock. The sealant and procedural sheath were not returned with the device. The condition of the returned device indicates an incomplete removal of the device (balloon catheter was not withdrawn through the advancer tube). The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. However, it was noted that there was no saline in the syringe or in the returned device. The condition of the returned device indicates that the device may have not been prepped correctly per mynxgrip instructions for use (IFU). Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1807301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant and sheath were not received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip as evidenced by the advancer tube still being properly engaged to the distal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in a failure to achieve hemostasis. Additionally, it was noted that the balloon was not prepped properly during the preparation phase as evidenced by the absence of saline in the inflation lumen. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and possibly lead to the sealant being deployed above the arteriotomy and not achieving hemostasis. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.